Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that during the follow-up device interrogation revealed no capture on the rv lead. Increased lead impedance was also noted. It was noted that the patient had fallen prior to the change. Programming changes were made. The patient is in good condition and will continue to be monitored normally.